Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint of difficulty introducing sheath was confirmed empirically. Available information suggests that patient factors (undersized vessels) and/or procedural factors (steep insertion angle) likely contributed to the event as the perceived root cause was reported as ''sharp sheath entry angle via 8mm conduit which made the angle around near the curve near the vertebral artery steeper and unable to full pass sheath in that area.'' Additionally, patient factors were confirmed via 3mensio imagery. Undersized vessels (e.g. Due to anatomical variation) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath or result in secondary failures (distal tip damage). A steep insertion angle can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. The complaint of distal tip damage was confirm ed empirically. Available information suggests patient factors (undersized vessels) and/or procedural factors (device manipulation, steep insertion angle) contribu ted to the event. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent tavr via the left subclavian approach. As reported, the physician unable to fully advance 1st 14fr esheath+ via left subclavian. Additionally, the 16fr esheath+ dilator was unable to be fully advanced. The angle of insertion was steep. There was concerned that distal edge of sheath was flared upon attempting to advance around curve so this was exchanged for a new 14fr esheath+. The 1st 26mm s3ur valve was prepped and crimped on a 26mm commander in preparation for insertion to the left subclavian, however, the physician had to abort subclavian access as a dissection occurred attempting to advance the esheath. The dissection was treated with a covered stent that was deployed. The devices were discarded. The 2nd 14fr esheath+ was opened and prepped per IFU. On the back table during prep when the expansion too was inserted, it was noted that the constrained portion (light blue portion) of the sheath tore. The 2nd esheath+ was never inserted into the patient. The 2nd esheath+ was discarded. A 3rd 14fr esheath+ was opened and prepped per IFU. The physician was still unable to fully advance this esheath via the left subclavian after pta of left subclavian and buddy wiring. The angle was insertion was steep. The perceived root cause of the insertion difficulty was a sharp sheath entry angle via 8mm conduit which made the angle around near the curve near the vertebral artery steeper and unable to full pass the sheath in that area. There was no damage noted on the 3rd esheath and the device was discarded. The initial reporter did not allege that this edward devices were deficient in some way. Right femoral access was obtained and 4th14fr esheath was prepped per IFU and inserted without issue. The 2nd 26mm s3ur valve was crimped onto new 26mm commander ds and successfully deployed without issue. The patient's final outcome was noted to be stable condition.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.